Event description:
It was reported that the customer's insertion device was not working properly and he received a no delivery alarm from his insulin pump. The customer's blood glucose level was 290 mg/dl. Standard troubleshooting was performed. The product is being returned. Nothing further was reported.